Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged of experiencing burnt plastic smell from the device. Additionally, the patient also alleged experiencing mold in blood and liver problem. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of burnt plastic smell from the device. Additionally, the patient also alleged experiencing mold in blood and liver problem. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
On previously submitted report, section box b: describe event or problem, box h: type of reported complaint, health impact grid was incorrect. In this report box b: describe event or problem, box h: type of reported complaint, health impact grid has been updated/corrected.